Event description:
It was reported that during a da vinci si hysterectomy procedure, plastic pieces broke off into the patient while using the permanent cautery spatula instrument. The broken pieces were retrieved and the planned surgical procedure was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with the distal clevis ear broken the yaw pulley. No damage was found on ceramic sleeve. Engineering concluded that damage was likely due mishandling. No other damage was found. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.